Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2172230. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing broke during the high-pressure injection, leaking medication. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, when the patient was undergoing three-dimensional reconstruction of the ureter and enhanced CT, the intravenous needle was used for infusion of drugs. The catheter tubing was broke, and the operation was replaced with a new needle. The second puncture delayed the treatment, and an adverse event was reported. Upon learning of this incident, the rep communicated with the head nurse of the department: the rumma indwelling needle used in this department is not a high-pressure indwelling needle, and is not suitable for enhanced contrast in the CT room. The product has the risk of tube explosion during the high-pressure injection process, which is not a product quality problem. It is recommended that the department apply for bd xiangma products with high pressure resistance from the hospital equipment department, which can avoid such situations, and the head nurse agreed."

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing broke during the high-pressure injection, leaking medication. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, when the patient was undergoing three-dimensional reconstruction of the ureter and enhanced CT, the intravenous needle was used for infusion of drugs. The catheter tubing was broke, and the operation was replaced with a new needle. The second puncture delayed the treatment, and an adverse event was reported. Upon learning of this incident, the rep communicated with the head nurse of the department: the rumma indwelling needle used in this department is not a high-pressure indwelling needle, and is not suitable for enhanced contrast in the CT room. The product has the risk of tube explosion during the high-pressure injection process, which is not a product quality problem. It is recommended that the department apply for bd xiangma products with high pressure resistance from the hospital equipment department, which can avoid such situations, and the head nurse agreed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.